Event description:
Customer reported to beckman coulter, inc. (Bec) that glucose was failing calibration on the unicel dxc 800 synchron system (dxc 800). Customer reported that there was a leak on the reaction wheel cover in the indentation under the cartridge chemistry (cc) sample probe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not find any leak upon arrival. The fse primed the dxc 800 and noticed the cc wash collar was spitting. The fse replaced the wash collar and performed alignments. The repair resolved the issue. The fse ran glucose quality control and found all the results were within established limits.

Manufacturer narrative:
Evaluation - results: wash collar. Bec identifier for this complaint is (B)(4).